Event description:
Caller reported damage to tandem charging cable. There was no reported impact to the customer¿s blood glucose level. Tandem technical support resolved the issue by agreeing to replace the damaged charging supplies via 2-day shipping.